Event description:
It was reported that the device was used during an open sigmoid resection. The nurse stated that when the surgeon fired the device, the anvil popped off and when realized the anvil was removed. The staple line was incomplete and the case was completed with hand suturing. Procedure was prolonged approximatedly thirty minutes. There was no consequence to the pt. Once device being returned.